Manufacturer narrative:
Although the reported power elevations were confirmed through the evaluation of the submitted log file, direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from 31may2017 through 06jun2017 for review. It should be noted that there were three transient power elevations over 9 watts captured on (B)(6) 2017. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Hemolysis and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years, 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that transient pump power elevations were observed while the patient was in the intensive care unit. Lactate dehydrogenase (ldh) was elevated on admission but was trending down, and the inr was 4.3. The patient asymptomatic. On (B)(6) 2017, the lvad clinician reported that the patient was in the hospital and not doing well. A ramp echocardiogram revealed decompression of the left ventricle at higher lvad speeds. Ldh trends from admittance to current were 5321 u/l, 5638 u/l, 4554 u/l, 4284 u/l, 4358 u/l, 4202 u/l and 3379 u/l. The inr range was 2.4-4.3. A heparin infusion was initiated for elevated pump powers and ldh. The right heart catheterization revealed fluid overload, and the patient was diuresed. It was reported that the patient required intubation for respiratory distress. The patient did have a history of methamphetamine use, and the lvad clinicians suspected respiratory compromise as a result of illicit drug use. Infectious disease (ID), palliative care and pulmonology were consulted and would follow the case closely. On (B)(6) 2017, the lvad clinician reported that the patient had been discharged from the hospital. The diagnosis was possible hospital acquired pneumonia. The ldh came down with initiation if IV heparin, and was 1078 u/l with an inr of 2.3. No additional information was provided.